Manufacturer narrative:
One used partial set transpac® IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush device, macrodrip un-bonded was received for evaluation. Visual inspection and functional testing was carried out. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. Without the return of the entire set, the reported complaint could not be confirmed. A device history review could not be conducted because no lot number was identified. The reported complaint of disconnection was not confirmed on the returned set. D4: only di provided as lot number is unknown.

Event description:
An event involved a transpac IV monitoring kit 84 inches disposable transducer, 3 ml squeeze flush device, macro drip un-bonded, where it was reported that the patient¿s arterial line was disconnected. Upon entering the room, staff attempted to flush the line but observed that the tubing was cracked near the hub, resulting in leakage onto the bed. There was patient involvement and no harm reported.